Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported numbness and pain in her leg that radiates into her knee. Patient also reported bruising on her inner knee. Patient started to experience numbness in her leg shortly after system was implanted but the pain and bruising started a few weeks ago. Patient was also not getting as much benefit from her therapy as she used to and was having more accidents. Patient was unable to tell if she was getting any benefit or not from therapy. The indicated loss of efficacy. The patient had elevated impedances on 0/2 = 2058 ohms and 0/3 = 2058. Caller plans to work with patient and have patient turn off stim for a period of time to see if that addresses her symptom. Also reviewed tryingreprogramming as a consideration. Today, patient came in with programming at 1.8 and using electrodes 0-3+. Patient wasn't feeling stim when she came into clinic today but did feel stim in bicycle seat area once it was turned up to 2.2. Caller plans to have pt turn off stim for a short while to see if that impacts her leg symptoms. Caller doesn't want to reprogram patient at all yet because they didn't have any batteries for patient's pp and patient has other programs to try if they decide to not use the current program they have been using. Reviewed with caller to use pairs that are in the 1000's vs those in the 2000's. No further complications were reported.